Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display as well as insulin pump had post reset ram crc error alarm. The customer¿s blood glucose level was 305 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they already tried five battery and still blinking and telling me to insert new battery. Customer states the display was not blank less than 30 seconds or did not return. Customer states they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states display returned after insulin pump restart. Customer states the insulin pump has not been dropped or bumped recently. Customer states the insulin pump has not been exposed to moisture recently. Customer did not want to troubleshooting for the insulin pump error or power loss. The insulin pump will not be returned for analysis.